Event description:
It was reported that during engineering evaluation it was discovered that the temperature of the motor device was over specification. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  (B)(4) evaluated the device.  The device was tested and was found the temperature was above specification.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.